Event description:
Per the customer, the injector tip of the iol expanded and reversed out of the incision and was unable to reinsert, tip had contacted the eye. A second iol was used without complication.